Event description:
It was reported to Ventec that the device's "inspiratory flow was not blowing as it usually does" during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. Ventec made multiple attempts to contact the initial reporter in order to obtain patient information, however, no response has been received.

Manufacturer narrative:
H6: Ventec reached out to the initial reporter, asking whether the device will be returned to Ventec for evaluation or not. However, no response has been received at this time. If/when the device is returned and/or additional information is received, Ventec will submit a follow-up report as defined by 21 CFR 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to Ventec for evaluation. The cause of the reported issue could not be determined.